Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be swollen. All keys were intermittently responding and required excessive force to activate. The keypad was removed and there was evidence of adhesive found under all key contacts.

Event description:
The patient's mother reported that the keypad was responding intermittently. The up and down buttons have to be pressed multiple times to elicit a response from the keypad. The ok button was slower at responding. The buttons do click, but sometimes do not spring back. The reporter denies damage to keypad or exposure to water.